Event description:
It was reported that during an unk procedure, the device locked out. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info was not provided by the affiliate. Evaluation summary: one device was returned in good visual condition and loaded with a 2/3 partially fired cartridge that was noted to be good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disessembled, the left shroud pinion axle support was noted to be damage. Cartridge batch a5d013.